Manufacturer narrative:
A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, the valve was reported to be ¿degenerated¿, but no additional information was provided. The cause of the ¿degeneration¿ could be due to patient factors: early calcification of the leaflets; secondary to pre-existing valvular disease process and/or host tissue overgrowth.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.   Reference: saji, mike, et al. "Repeat transcatheter aortic valve replacement using a 23 mm evolut r in a small patient with a failed 20 mm sapien xt." Cardiovascular intervention and therapeutics (2018): (B)(4)

Event description:
As reported through written article ""repeat transcatheter aortic valve replacement using a 23 mm evolut r in a small patient with a failed 20 mm sapien xt"".  Approximately 6 years post transfemoral tavr procedure for a 20mm sapien xt valve, the patient was admitted for acute heart failure (hf). Transthoracic echocardiography (tte) revealed elevated aortic valve velocity and calcified cusps. Valve in valve procedure was executed with 23 mm evolut r  and hf was dramatically improved. It was reported that the left bundle branch block (lbbb) was noted after the initial valve implantation; however, if it required any treatment was not mentioned in the article.